Event description:
It was reported that during an unknown procedure the device had an activation issue. No further information was provided. Another device like device was used to complete the case. No patient consequences

Manufacturer narrative:
(B)(4). (B)(4). The hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for activation issues to occur. Causes that may contribute phase margin being out of specification are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the manufacturing process.